Event description:
A healthcare facility in california reported that, during preventative maintenance, the manometer of a rd900 neopuff infant resuscitator did not show correct pressure. Upon device asssessment at the fisher & paykel healthcare (f&p) service center, on (B)(6) 2019, it was found that the manometer was out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the manometer of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in new zealand for investigation and was tested. Results: visual inspection of the manometer showed no physical damage, however, when tested, the manometer was confirmed to be out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than 12 years old. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Manufacturer narrative:
(B)(4). The complaint device is expected but has not yet been returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that, during preventative maintenance, the manometer of a rd900 neopuff infant resuscitator did not show correct pressure. Upon device assessment at the fisher & paykel healthcare (f&p) service center, on (B)(6) 2019, it was found that the manometer was out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date of service corrected from 27 march 2019 to 28 march 2019 due to an entry error made. The complaint device is expected but has not yet been returned to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that, during preventative maintenance, the manometer of a rd900 neopuff infant resuscitator did not show correct pressure. Upon device assessment at the fisher & paykel healthcare (f&p) service center, on 28 march 2019, it was found that the manometer was out of specification. There was no patient involvement.